Manufacturer narrative:
Updated fields: b1, b4, d8, d9 (device available for eval), e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had was not charging, not turning on. There was no patient involvement reported.